Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the module was "faulty" and displayed channel error when connected to the pcu. There was patient involvement and no harm.

Event description:
It was reported that the module was "faulty" and displayed channel error when connected to the pcu. There was patient involvement and no harm.

Manufacturer narrative:
It was determined through investigation of the returned devices that the initially reported suspect device with serial number#(B)(6) is a concomitant and this file has captured the correct suspect device with serial number#(B)(6) as per investigation report. Omit: b17 - device not returned, c20 - no findings available, d15 - cause not established. Correction: medical device catalog #, unique identifier (UDI) #, medical device serial #, medical device model #, concomitant med prod data, device manufacture date additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer?, imdrf annex a, b, c, d, g codes, remedial action required, remedial action # and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of a channel error was confirmed through log analysis, but the event could not be replicated during the investigation. ¿ the review of the suspect pump module and its error logs identified an error code 240.4150.0 (sensor broken high failure). The error log indicated that there were six (6) malfunctions occurring between (B)(6) 2023 and (B)(6) 2024. The most recent occurred on (B)(6) 2024 at 9:39 am. ¿ the returned pcu and suspect pump module were powered on. A primed laboratory administration set was loaded into the pump module. The pump module was selected and programmed for a ¿basic¿ infusion at a rate of 500ml/hr with an infusion duration of 2 hours, volume to be infused (vtbi)= 1000ml. The infusion was then started. ¿ the suspect pump module was monitored during the infusion, no errors or malfunctions occurred. The pump module was then channeled off which, initiated a system shutdown. ¿ testing performed using alaris system maintenance confirmed that in the as received condition, both pressure sensors was found with voltage slightly below manufacturer specification for zero offset. ¿ infusion testing performed on the suspect pump module did not replicate the malfunction event or have any other unexpected channel error events. ¿ during the tests, the pressure sensors were slightly out of specification, so they were temporarily replaced with known good fsa pressure sensors for testing. After performing the asm analog sensor task, both pressure sensors were found to be within specification. ¿ based on the review of the pcu event log retrieved, on 03oct2024 at of 9:30 am the pump module was powered on and attached to the pcu s/n (B)(6), an infusion of drug ID 140 (drug unknown) was programmed at a rate of 60 ml/hr. The volume to be infused (vtbi) was set at 1000 ml and the infusion started. O at 9:30 am, the pump module 8100 (s/n (B)(6)) was powered on and added to the pcu. At 9:32 am, the key unit was selected, and an infusion was programmed with a rate of 60 ml/h and a vtbi of 1000 ml. O the infusion began, but at 9:34 am, an occlusion alarm occurred on the patient side (pvi = 0.23 ml). The infusion was restarted a short time later, but another occlusion alarm occurred approximately 17 seconds later (pvi = 0.266 ml). O the infusion was restarted again at 9:38 am. At 9:39 am, a channel malfunction alarm (240.4150) stopped the infusion (pvi = 0.706 ml). Finally, at 9:40 am, the channel was turned off and the unit was removed, with a total volume infused recorded as 0.706 ml. ¿ per the alaris pressure sensor tip sheet, to avoid pressure sensor damage, do not apply pressure to the center of the pressure sensors. ¿ the devices were in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported channel error was found to be a channel error code 240.4150.0 (sensor broken high failure). The probable cause for the upper pressure sensor failure malfunction that produced the error code 240.4150 is suspected to be due to an intermittent upper pressure sensor. Note that imdrf annex a040502, a1801, c0601, d01, and g02017 codes not associated with the root cause but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.